Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the suspected thrombosis and heartmate 3 lvas could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate 3 lvas, serial number (B)(6) has not been returned for evaluation. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected device thrombosis. The patient had an embolectomy on (B)(6) 2019. The patient also received a pump exchange. No further information was provided.